Event description:
On this date, I had a needle loc breast biopsy. The radiologist removed the needle and the wire came out with it. He said that the needle tip was bent, pulling the wire out. This necessitated a second needle localization. Since that time, I have had many problems and no physician - 7 to date- have really been able to help me. I have been diagnosed with livedo reticularis of my breast which extended down my arm. It has slowly resolved, but not completely. As it resolves, I have many systemic problems with such as bitter taste, parotitis, joint pain, muscle pain, renal colic. They just act like I am crazy, but I believe that a bead from the wire was left behind during the first needle loc, giving me the livedo reticularis and systemic problems.